Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer five had failed, causing the station to not power on. A field service engineer (fse) checked the drawer and found that a medication jam was causing a drawer short, resulting in damage to the solenoid and control boards. The fse replaced the solenoids, plunger, both control boards and retractor. Then, the fse ran diagnostic, tested and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power on the device and the remote smart service was offline. The customer stated that there was no delay, but thermal function occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.